Event description:
It was reported that during ureteroscopy procedure, when the procedure was almost done, the fiber that was being use at 80 joules, broke. The procedure was completed using another device. There were no patient complications.

Manufacturer narrative:
Correction. Block h6 has been updated. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the device found that the device was received in one piece, no defects to fiber body. The glass tip was degraded. During functional testing of the subminiature version a (sma) connector had burn marks on the connector face. During functional testing error 67 expired "treatments used: 1 treatments left: 0" was displayed, the aiming beam was light and distorted. Based on analysis results, a conclusion code of cause traced to component failure which indicates that expected or random component failure without any design or manufacturing issue. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during ureteroscopy procedure, when the procedure was almost done, the fiber that was being use at 80 joules, broke. The procedure was completed using another device. There were no patient complications.